Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and severly tortuous distal right coronary artery (rca). The lesion was pre-dilated with a 1.5mmx 15mm non-bsc balloon. The 2.75mmx20mm liberte bare metal stent was advanced to the lesion but unable to cross the lesion. Upon removal of the liberte bare metal stent system, the physician noticed a stent strut had lifted up. No patient complications were reported and the patient's status is good.